Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced blurred vision and self-treated with snacks for the issue. No third-party treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.